Event description:
The device delivered several shocks due to noise on the rv lead. The impedance at implant was 600 ohms, today it is 300 ohms, all other testing values are normal. The noise was reproducible with provocative testing. Replacement of the lead was recommended.